Event description:
Caller reported a cartridge alarm, and their blood glucose level displayed as "high," though the specific value was unknown. The customer addressed the high blood glucose level by using a correction injection via multiple daily injections. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer reverted to an alternative method of insulin therapy.